Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:during testing, the pump was powered on and the display screen appeared discolored. When replaced with a test display, the screen functioned properly. The blank screen was not duplicated. Unrelated to the complaint, a crack was observed along the pump battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. Approximately 2 weeks prior to the complaint, the screen suddenly became dim. The issue progressed to an entirely blank display, 4 days prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.